Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 2000.0 mcg/ml at 476.1 mcg/day. It was reported that the patient experienced about a 3 week history (from (B)(6) 2017) of poorer spasticity control. It was noted that the patient visited the hcp on (B)(6) 2017. The patient had issues with kinking with the catheter. A dose increase of (B)(4) last week and (B)(4) with 50 mcg bolus last sunday (from (B)(6) 2017) did not result in any improvement. In the past, the patient had been quite sensitive to intrathecal baclofen dose and increase had never been increased by more than (B)(4) previously. Current problems included the increased spasticity (stiff and would not bend easily). It was ¿harder for the patient to sit down¿ due to their knees not bending easily. The patient experienced some breakthrough spasms. The patient experienced a spinal headache last weekend (from (B)(6) 2017). The patient did experience a localized burning in her back ¿like they had a heating pack on their back but they didn't.¿ the patient did not experience fever, itching, nausea, vomiting, cough, respiratory system congestion, dysuria, or constipation. The patient was able to empty their bladder fine. It was reported that the patient did not fall prior to the start of symptoms or other injury. She did fall ¿sunday night¿ (from (B)(6) 2017), and the ¿heating pad¿ sensation preceded the fall. Their balance was not worse than usual. They experienced no focal weakness, slurred speech, or swallowing problems. During the catheter port study, the pump site was visually inspected and edges were palpated. The catheter access port (cap) was located with ultrasound. The site and surrounding area was prepped using sterile techniques with betadine, and a sterile drape was applied. A 24 gauge huber needle was inserted into the reservoir septum with extension tubing and clamped. The clamp was opened, and 0 ml of medication was withdrawn. The patient¿s rate was reduced to the prior rate before complications were performed of 380.1 mcg/day, simple continuous mode. The hcp recommended maintaining this dose or reducing by (B)(4) after the catheter was replaced. The patient was referred to neurosurgery for catheter replacement. It was noted that there was not an acute change, so there was less urgency. The patient¿s assessment included ¿cerebral palsy ¿ unspecified¿ and ¿spasm of muscle.¿ it was noted that the patient had started intrathecal baclofen management for spastic cerebral palsy since about 2001. She was on her 3rd pump. The most recent was replaced 2 years ago (from (B)(6) 2017). The patient experienced no issues with failure or exacerbation during the prior treatment interval or since the kink-resistant catheter was implanted. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780,serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen2000 mcg/ml at 96.2 mg/day via an implantable pump for intractable spasticity. It was reported that a flow study was attempted in office by the hcp, and he was unable to aspirate the catheter. Symptoms were unknown to the manufacturing representative. It was noted that the patient had repeated falls, and there may have been some past physical alterations that resulted in patient falls. A full catheter replacement occurred. The issue was resolved, and the patient¿s status was alive ¿ no injury. It was unknown when the event occurred. It was noted that the patient¿s medical history included cerebral palsy. There were no further complications reported.

Event description:
A full catheter replacement occurred on (B)(6) 2017.